Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was externally visually inspected and failed due to moisture damage at the usb connector. The receiver failed to charge and reboot due to the receiver not turning on. Receiver download and functional test could not be performed due to the receiver not turning on. The receiver case was opened, the internal inspection failed due to moisture damage to the main board. The battery was replaced with a known good battery and the receiver still failed to turn on. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).describe event or problem - correction "the allegation was confirmed."

Event description:
Confirmation of the allegation could not be determined.